Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was an ink blot on the insulin pump¿s screen. They were unsure how the damage occurred. The customer had trouble reading the screen and had been having higher blood glucose. The customer¿s blood glucose level in the range of 200 mg/dl. They treated by changing the infusion set and taking a bolus from the device. The device will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump had severely cracked and bleeding lcd glass. Unable to confirm blank display or perform the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to damage lcd glass. The insulin pump had cracked battery tube threads, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
The correct information has been provided with this report.